Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during a urology stent placement procedure, performed on (B)(6) 2021. During the procedure, when the physician attempted to deploy the stent, it was noticed that the stent was buckled. Another percuflex plus ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during a urology stent placement procedure, performed on (B)(6) 2021. During the procedure, when the physician attempted to deploy the stent, it was noticed that the stent was buckled. Another percuflex plus ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information the anatomy location of the target site is the ureter.

Manufacturer narrative:
Block h6: medical device problem code a040601 captures the reportable event of stent buckled material inside the patient. Block h10: the returned percuflex plus ureteral stent was analyzed, and a visual evaluation noted that the shaft and part of the bladder pigtail was buckled accordion. The suture string, the stabilizer and the positioner was not returned. No other issues with the device were noted. The reported event was confirmed. According to product analysis, the device found with the shaft and part of the bladder pigtail was buckled accordion. It is possible that operational factors, such as the force used when the stent is pushed up with the pusher/positioner over the guidewire or when the stent was used, excess of force applied during it used could cause the found issues. Consequently, affect the performance of the device. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during a urology stent placement procedure, performed on (B)(6) 2021. During the procedure, when the physician attempted to deploy the stent, it was noticed that the stent was buckled. Another percuflex plus ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.